Event description:
The customer reported an x-ray disabled error code message and the system would not boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and cables in the generator were reseated and the software reloaded. The system was then found to be operating as intended.